Manufacturer narrative:
Although the plate was not available for investigation, a picture of the broken off fragment was provided. Therefore, the postoperative breakage of the plate can be confirmed. To gain additional information about the reported event, the surgeon was contacted. All further provided information did not show any deviations from the instruction for use. H3 other text : not available.

Event description:
It was reported the plate was implanted successfully and then later noticed the plate had broke. A second surgery was performed and a temporary device was put in place.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported the plate was implanted successfully and then later noticed the plate had broke. A second surgery was performed and a temporary device was put in place.